Event description:
Boston scientific received information that when this patient was in the hospital following a surgery, the post-operation telemetry monitor showed that this device was pacing at the maximum sensor rate (msr). It was determined that the surface pads for the telemetry monitor were interacting with the minute ventilation (mv) in the device. This issue was resolved. No adverse patient effects were reported. The physician considered turning off mv for all his patient¿s devices. Boston scientific technical services (ts) provided additional information on how to avoid interactions with the mv feature in the future and that changes made to our newer products help mitigate this issue. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.